Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient alleged irritation underneath the right ECG electrode. The patient consulted her physician who told her to put alcohol gauze under her electrodes. Follow-up indicated that the condition had not improved and that the patient was in contact with her physician.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to zoll. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.